Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient experienced a drop in hemoglobin/hematocrit (h/h) to 6.9 g/dl/22.8%, and then to 6.6 g/dl/23.3% on (B)(6) 2019. Earlier in the day hemoglobin had been 7.5-8.2 g.dl. A previous measurement on (B)(6) 2019 had hemoglobin at 9.1 g/dl. Coumadin was held (B)(6) 2019 through (B)(6) 2019 and the patient was transfused with 1 unit of packed red blood cells (prbcs) on (B)(6) 2019. After the transfusion the patients h/h improved and stabilized. No additional transfusions were necessary before the patient's discharge, when hemoglobin was measured at 8.3 g/dl. Upon presentation on (B)(6) 2019 the patient was found to be acutely ill with fevers, a productive cough, and chills. Blood cultures on (B)(6) 2019 were positive for gram-positive cocci in less than 24 hours, which was later identified to be speciated with streptococcus mitis. Cultures on (B)(6) 2019 were negative within the first 24 hours. The patient was placed on parenteral antibiotics and the event was considered resolved on (B)(6) 2019. There were no alarms for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of a drop in hemoglobin and hematocrit could not conclusively be determined through this investigation. Furthermore, a specific cause for the patient's infection could not be determined. The patient ultimately received a routine heart transplant on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ (under "anticoagulation") provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also contains information on controlling infection. Heartmate 3 lvas patient handbook, section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.